Event description:
It was reported that during an unknown procedure, when the device fired, 0.5 to 1cm of the staple line did not have the proper b-formed shape leading to heavy bleeding. Suture was used to solve the problem. The same problem happened to the products of the same lot. When stopping using those, no more problems were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.